Event description:
The customer alleged that smoke was coming from the unit when they started the cycle. The customer canceled the cycle 2 minutes into the cycle. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
(Other - oil mist): capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The fse ran the vacuum pump for 20 minutes, no oil mist was detected; but did noticed a big drop in oil level. The fse verified oil return solenoid was functioning correctly. The fse replaced vacuum pump to correct problem. The fse also replaced the catalytic converter. The fse ran test cycles. System meets specifications.